Event description:
Related manufacturer report number: 2017865-2022-38363, 2017865-2022-38362. It was reported that the patient had deceased. The cause of death was cardiac arrhythmia, dilated cardiomyopathy and cardiomegaly. There is no known allegation from a health care professional that suggests that the death was device related. No additional information was reported.

Manufacturer narrative:
Interrogation of the device revealed it was above elective replacement indicator (eri) when received. The device¿s sensing, pacing, lead impedance, high voltage charging, and high voltage shock impedance were tested, and the device¿s function was normal.